Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when attempting to boot up the system, the main cart monitor displayed "no video detected". The site performed 3 hard reboots with no effect. The site swapped cart-to-cart cables with no effect. Unknown if video was able to be seen on the camera cart monitor. No patient present. Troubleshooting was performed, the field representative reported the camera cart was functioning as intended. The rep tried another high definition multimedia interface (hdmi) cable from the monitor to the computer processing unit (cpu).

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735823, serial/lot #: unknown and product ID: 9735764r, serial/lot #: unknown h3) a manufacturer representative (rep) went to the site to test the navigation system. The high definition multimedia interface (hdmi) cable and computer were replaced, the system then performed as intended. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: the computer 9735764 nav with pcoip s8 svc was returned to the manufacturer for evaluation. It was reported that there was a confirmed computer failure. The computer was ran through all required testing and passed all testing such as burn-in, sound (hdmi/dp), and all the ports functioned: dvi,hdmi,dp. The network and "teradici" settings were set correctly. But when os 2.0.3 ssd was attempted to log into, the computer received no signal. The cable 9735823 hdmi 3m s8 svc was returned for evaluation also, it was reported that one of the two hdmi connectors was damaged on the returned cable. The connector was bent and has bent contacts inside. The manufacturer representative (rep) was not able to connect to its mating connector. Codes c07 and c10 are applicable. Previously reported codes b01 and d02 are still applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9736355, software version 2.0.3 h3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Codes b17, c19, d15 are applicable to this analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.